Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The returned device data have been analyzed and the clinical observation was confirmed. Based on the data the root cause cannot be conclusively determined, however, a defect in the sensor circuit cannot be excluded. Should further relevant information or the device itself become available, this report will be updated. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
It was reported that this device is pacing at the programmed maximum sensor rate despite lack of movement. Data analysis indicated that there may be a device malfunction. No adverse patient events were reported. Should additional information become available, this file will be updated.